Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed and the complaint was confirmed and a review of the patients data found no charging anomalies and the battery depletion rate was within the expected range. The burn mark on the case suggested that electrocautery was used during the explant. The exposure to electrocautery resulted in the impedance measurement anomaly. This damage was considered explant damage and it was not considered a failure.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: the exact date of the event is unknown, event occurred two months ago.

Event description:
It was reported that the patient had increased ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.